Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 safety clamp open alarms. Technical support - 1. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory recommended replace sears/door latch assy. Rick will replace door latch assy. A review of the device history record showed the device had a manufacture date of 09dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended replace sears/door latch assy a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported by the customer that the device received safety clamp open alarms. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device received safety clamp open alarms. There was no patient involvement.